Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/09/2025, it was reported that the user¿s ilet displayed alert 38 (restart ilet) several times. The user performed multiple restarts, and the agent guided the patient through a full restart from the device settings. After the restart, no further error occurred. The user was instructed that if the alert returns, they should complete a dry run, change supplies, and contact support. Replacement to be arranged if the error persisted. No blood glucose impact or injury was reported.